Manufacturer narrative:
Service inspected the analyzer and determined the assy, cover, top rear lid (part number a-35003568-01) was misaligned/loose and adjusted the cover lid tension resolving the issue. A review of the service history for the analyzer found no subsequent issues have been reported regarding the covers or issues with the lid not staying open. A review of manufacturing documentation and trending data for the assy, cover, top rear lid identified no issues or trends. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Based on this investigation, no systemic issue or deficiency of the alinity c processing module was identified.

Event description:
The customer reported while performing maintenance on the alinity I processing module the rear top cover closes slowly and will not stay open. No injuries were reported and no impact to patient management was reported. No injury was reported and no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported while performing maintenance on the alinity I processing module the rear top cover closes slowly and will not stay open. No injuries were reported and no impact to patient management was reported. No injury or impact to patient management was reported.